Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 476mg/dl. The customer experienced weakness and tiredness. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several alarms. The caller stated that the drive support cap was raised. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.